Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: ptc global number (B)(4). In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we are unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had hair loss after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. Only hysterectomy is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the patient only mentioned she had hair loss; this event was considered as unrelated to essure based on device's local action into the fallopian tubes and event's pathophysiology. Additionally, hysterectomy is not a treatment for such event. Although this case lacks detailed information for a comprehensive causality assessment, company cannot exclude that the reported hysterectomy occurred as a consequence of essure. Therefore this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a health professional in (B)(6) on 04-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On an unspecified date she experienced hair loss and this resulted in a hysterectomy. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had hair loss after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. Only hysterectomy is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the patient only mentioned she had hair loss; this event was considered as unrelated to essure based on device's local action into the fallopian tubes and event's pathophysiology. Additionally, hysterectomy is not a treatment for such event. Although this case lacks detailed information for a comprehensive causality assessment, company cannot exclude that the reported hysterectomy occurred as a consequence of essure. Therefore this case was regarded as incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.